Event description:
It was reported that the ilet pump¿s screen was damaged when the user fell asleep in a recliner with the pump on and the screen was crushed as the user got up, consistent with a broken or cracked display due to external mechanical impact. Symptoms included no reported clinical effects. Outcomes included no reported impact on health and no medical intervention or hospitalization. Investigation included case review and assessment of user report to determine the nature of the device damage. Investigation of this device revealed device damage to the display consistent with external physical damage, with no indication of an internal device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user-induced physical damage unrelated to device performance.

Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.